Manufacturer narrative:
The customer reported that the image was disappearing. The issue occurred during an unspecified procedure involving an olympus colonovideoscope. There was no patient injury reported.

Event description:
The customer reported that the image was disappearing. The issue occurred during an unspecified procedure involving an olympus colonovideoscope. There was no patient injury reported.